Manufacturer narrative:
Despite several attempts, the device was not returned to physio-control for further evaluation. The distributor/third-party service agent evaluated the device but could not reproduce the reported issue. The distributor did not provide any additional information. A cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The distributor/third-party service agent evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the distributor had evaluated a customer's device which reportedly power cycled when it was used to monitor a patient during transportation in an ambulance on a low-quality road. The device's screen turned black but came back on after a moment. The device prompted a warning that the battery was empty, and the screen showed a red battery symbol with a question mark. The customer nor distributor provided any information on the patient or the patient outcome.